Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle broke off while removing the insulin pen, resulting in a needle stick to the nurse. There was no medical intervention reported.

Manufacturer narrative:
Medical device lot #: 8047837; medical device expiration date: 3/31/2021; device manufacture date: 2/16/2018. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the bd autoshield duo safety pen needle broke off while removing the insulin pen, resulting in a needle stick to the nurse. There was no medical intervention reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle broke off while removing the insulin pen, resulting in a needle stick to the nurse. There was no medical intervention reported.